Manufacturer narrative:
The device will not be returned as the user facility discarded the device following the procedure. Therefore, the cause of the reported event cannot be confirmed. As part of our investigation, follow up with the user facility to obtain additional information regarding the reported event was performed. On may 15, 2019, the risk manager at the user facility further reported there was nothing wrong with the device itself that caused the patient's broken tooth. The patient did not have any other dental or anatomical features that affected the positioning of the mouthpiece. There was no unusual phenomena such as the patient moving around. There was no treatment or intervention procedure required as a result. There was no unexpected bleeding to the patient. The procedure was completed using the same device. The patient was reported to be in good condition. In addition, no other equipment was replaced. The device was inspected prior to procedure with no anomalies observed. Scope used was an unknown gastroscope. The device was stored in a drawer with other bite blocks; no exposure to heat/sunlight. A review of the device history records could not be conducted as there was no lot number reported. The prevent patient injury, the device instruction for use manual cautions, "to prevent the patient from accidentally loosening a dental prosthesis, make sure that the patient removes it before the examination." It also cautions, "monitor patient during use to ensure no injury is caused by the mouthpiece in the oral cavity."

Event description:
The manufacturer received a medwatch report (B)(4) on april 23, 2019, which states, ¿from staff: patient had documented bonded front tooth prior to procedure on the anesthesia record. After the procedure in , the patient informed recovery nurse that the patient¿s tooth was broken. The anesthetist and doctor examined and spoke to the patient. The charge nurse and department head were made aware. The patient stated that her tooth was repaired several years ago. In (B)(6) 2019, patient had a bite block inserted before the esophagogastroduodenoscopy, the scope was inserted through the bite block and the bite block taken out after the procedure. Patient was taken to post op.¿